Manufacturer narrative:
The evaluation of the device is complete and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord needs to be replaced to address the issue.